Event description:
I received mentor breast saline implants 2007, 3 days later, had emergency surgery for blood clots; 2010 removed due to severe pain frozen shoulder, bilateral severe capsulitis. Replaced with allergan textured saline implants. I've been sick, wt loss, rashes, itching, palpitations, hair loss, nausea, brain foggy, fatigue, weak, sickly inside. Drs can't find what's wrong. The implants hurt, they burn, I feel like I'm poisoned inside. FDA safety report ID# (B)(4).